Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes experienced 16 cases of foreign matter contamination, 46 cases of no label or missing label information, 2 cases of molding defects - short shots, and 1 case of molding defect -non-cosmetic with device still considered usable. Product defects were noted prior to use. The following information was provided by the initial reporter: fm in the separator x9. Damaged x2. Defective marking x46. Dirty tube x7. Gel air bubbles x10. Air bubbles in tube x1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes experienced 16 cases of foreign matter contamination, 46 cases of no label or missing label information, 2 cases of molding defects - short shots, and 1 case of molding defect -non-cosmetic with device still considered usable. Product defects were noted prior to use. The following information was provided by the initial reporter: fm in the separator x9. Damaged x2 . Defective marking x46. Dirty tube x7. Gel air bubbles x10. Air bubbles in tube x1.